Manufacturer narrative:
D10 concomitant products: vloca008l - vloca008l v-loc* 180 0 abs reload 20cm, lot# n3f0402y unknown estitch - unknown endo stitch instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, two broken needles fell into the patient cavity while closing the vaginal cuff. It was noted that the surgical time was extended by more than 30 minutes to find the needle but it was unable to be retrieved. A new needle was used to resolve the issue.